Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted blood/body fluid in the lumen. No other visual anomalies were noted. The tip j shape appeared normal with no visible signs of damage or defect that would lead to the clinical observations.

Event description:
Boston scientific received information that during the implant procedure, the left ventricular (lv) lead exhibited placement difficulty due to complex patient anatomy. Approximately one month later, phrenic nerve stimulation was noted during a routine follow-up procedure. As the stimulation could not be programmed around, a lead revision procedure was scheduled. During the revision procedure, it was noted the lead was slightly dislocated; however, could not easily be pulled out. Repositioning of the lead was not successful due to the patent's anatomy; therefore, this lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.